Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that while using the rod reducer, the flange at the distal end had splayed. There were no patient complications reported.

Manufacturer narrative:
Additional info: one of the instrument tips is splayed outward and cracked, consistent with bend stress overloading.